Event description:
The customer's vigilance rep faxed both to stryker and the (B)(4) the following notice: "on (B)(6) 2009, it was noticed that the item implanted on (B)(6) 2008 broke. The patient underwent a revision surgery and the item was replaced with another one."

Manufacturer narrative:
Actual device not evaluated because the device has not been returned to stryker. Evaluation will be conducted and reported in the follow up.